Event description:
It was reported that balloon rupture occurred. A 4.0mmx30mmx143cm coyote balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the second inflation at 10 atmospheres. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.